Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the buttons became unresponsive during a bolus. The customer stated that the insulin pump had only been malfunctioning night. The customer also stated that the numbers on the display scrolled without input during a bolus. The blood glucose reading at the time of the incident was 117 mg/dl but the customer had a high of 435 mg/dl the next morning. The customer reported that the insulin pump was cracked at the upper right corner above the screen. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.